Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported the load set screen intermittently is not showing when the door is opened. Evaluation found the unit does not display channel sensors while attempting to load a set. The cause was determined to be a failing stuck lower latch switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a load set screen intermittently not showing when the door is opened. There was no patient involvement. No additional information is available.